Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a return of symptoms. They were having issues with not emptying their bladder and thought the battery had moved or was dead. The patient stated their urethra was stretched and they were still not emptying their bladder and they had to self-catheterize. The patient reported their programmer was not communicating with their ins. The patient stated their healthcare provider told them they didn¿t know when the manufacturer¿s representative would be in next. Anemail was sent to the field. Later, a rep replied indicating they would ask the office manager to connect with the patient to schedule an appointment. No further complications were reported.